Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a smoke coming out from the communicator and the communicator would not turn on. No adverse patient effect was reported. The communicator will be replaced.